Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. No issues were identified.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were low draw volumes.